Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the tips of the pk dissecting forceps instrument were not aligning. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .087 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis investigation concluded that the bent damage was due to mishandling/misuse. Failure analysis investigation also found the instruments pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instruments distal pulley had scratches on the surface of the distal pulley. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.